Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 8:00am. The patient tested his blood glucose and obtained a result of 300 mg/dl. Less than 10 minutes later the patient obtained a 216 mg/dl in the lab. The patient took a set amount of insulin after obtaining the result of 300 mg/dl. The patient did not develop any symptoms at the time of testing. After taking the insulin, the patient went to sleep. He was home alone at the time. His wife came back home and claimed that he was "hypoglycemic" and was unable to provide the exact symptoms she noticed her husband had experienced. She treated him with grape water and he claimed he felt better approximately 15-30 minutes later. The patient was unable to provide his readings the day before the incident or the readings the rest of the day. He was also unable to provide what a "normal" blood glucose reading is for him. The test strip was in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the tests trip was correct. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading he took a set amount of insulin and at an unspecified time later his wife found him "hypoglycemic" and treated him with grape water.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.